Event description:
Pharmacy technician was preparing an IV product and noticed IV bag was leaking. This was 2 bags of normal saline 50 ml IV bags from baxter with holes in them. Lot number p353847, expiring in march 2018. Ref (B)(4). Holes are often occurring when the bags pressed together in the package are pulled apart to separate them. This facility has had multiple similar problems with this product. The manufacturer has been contacted and product has been returned. Manufacturer response for 50 ml IV bags, (brand not provided) (per site reporter): they have contacted our hospital's risk mgmt department.